Event description:
It was reported that a malfunction alarm occurred with no notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to reach out if the issue happens again and was able to continue using the pump.